Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was a tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion. During troubleshooting the customer indicated the reader had been dropped or damaged. Customer further reported her blood sugar ¿went high¿ and she was unable to self-treat. Customer had contact with a healthcare professional who diagnosed her with hyperglycemia and administered insulin for treatment. There was no report of death or permanent impairment associated with this event.